Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to a third-party service center for evaluation. The internal part of the device was inspected visually and found evidence of visible foam degradation inside the blower kit. There was corrosion, fluid and cigarette smoke or insect infestation contamination present in the device. The customer's complaint was confirmed. In addition, the device has been scrapped.

Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.